Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left internal carotid artery. A 10.0-31 carotid wallstent self-expanding stent was selected for treatment. During the procedure, the proximal part of the non-boston scientific wire was inserted into the guidewire lumen at the tip of the stent, however, it got stuck at the exit port of the guidewire monorail. It was re-inserted several times, and the monorail port was bent outward. Consequently, the guide wire got stuck and could not be taken out. The procedure was completed with another of the same device. No patient complications were reported.